Event description:
It was reported all impedances were high (>10000 ohms). Diagnostic testing or troubleshooting performed included impedance testing and x-rays. The product issue was not resolved and the cause of the issue was not determined. Action had not been taken, but a revision was planned to replace the implantable neurostimulator (ins) and leads. Patient status at the time of this event was alive with no injury. There were no patient symptoms or complications associated with this event. Follow-up was conducted and additional information received reported the patient was not getting stimulation. The results of the x-rays were inconclusive and the cause of the high impedances was not determined. The revision had not been scheduled yet. The patient was not receiving effective therapy at the time. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the revision was scheduled for 2015-(B)(6).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).